Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: unexpected insulin pump error alarm at night and lost connection alerts. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the insulin pump. Insulin pump was programmed with test guardian 3 link and test plug simulator. Insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and insulin pump display the programmed value properly on the display graph. No sensor anomalies were noted. Insulin pump sensor feature and auto mode connection are working properly. Insulin pump passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that insulin pump error alarms were found on (B)(6), 2021 at 00:14:28 hour. File number=99 line number=114. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies noted during visual inspection. Per r&d investigation it was determine that insulin pump error was cause by corrupted data. Esf#(3764385). Problem isolated to electronic assemblies. Force sensor zero offset within spec (23.0mv). No physical damage noted during visual inspection. In conclusion insulin pump came in with critical pump error alarm trigged by insulin pump error. Insulin pump error was cause by a corrupted data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.